Manufacturer narrative:
Manufacturer's reference number: pc-(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and that the sheath valve collapsed. The physician was unable to insert the octaray catheter with the insertion tool. Transseptal access was obtained, and the ablation catheter had already been inserted into and retracted from the sheath without issue. The sheath was exchanged to resolve the issue and the case was continued successfully. Additional information was received indicating that the issue was observed in the hemostatic valve. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The resistance was between devices. There was no alteration of the shaft surface, and the soft tip was not buckled or wrinkled. The resistance did not result in any damage to the sheath, only to the valve. There was no resistance between the dilator and the sheath. The resistance did not result in any damage to the catheter. The dilator, catheter, and needle were able to move within the sheath. The resistance did not result in high force needed to move the catheter. The resistance did not result in the catheter slipping out of the sheath. The needle used was manufactured by baylis.

Manufacturer narrative:
On 9-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and that the sheath valve collapsed. The physician was unable to insert the octaray catheter with the insertion tool. Transseptal access was obtained, and the ablation catheter had already been inserted into and retracted from the sheath without issue. The sheath was exchanged to resolve the issue and the case was continued successfully. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be caused by trying to insert the octaray catheter with insertion tool into the sheath causing the dislodgement of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002375 number, and no internal actions related to the complaint were found during the review. The issues reported by the customer were confirmed. The valve dislodgement could be related to the resistant issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).